Event description:
It was reported that air leakage occurred. The 8% stenosed target lesion was located in the moderately tortuous and mildly calcified opening of the vertebra v1. A 5.0mmx19mmx150cm express vascular sd was selected for treatment. During the procedure, it was noted that the stent shaft kept on leaking gas during priming before being deployed, so the priming could not be completed. T he procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter zip/post code. Device evaluated by MFR: the express sd balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is still tightly crimped onto the balloon. The device was functionally tested by inflating it to rated burst pressure. The device was able to inflate, hold pressure, and deploy the stent without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported leak.

Event description:
It was reported that air leakage occurred. The 8% stenosed target lesion was located in the moderately tortuous and mildly calcified opening of the vertebra v1. A 5.0mmx19mmx150cm express vascular sd was selected for treatment. During the procedure, it was noted that the stent shaft kept on leaking gas during priming before being deployed, so the priming could not be completed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that air leakage occurred. The 8% stenosed target lesion was located in the moderately tortuous and mildly calcified opening of the vertebra v1. A 5.0mmx19mmx150cm express vascular sd was selected for treatment. During the procedure, it was noted that the stent shaft kept on leaking gas during priming before being deployed, so the priming could not be completed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the express sd balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is still tightly crimped onto the balloon. The device was functionally tested by inflating it to rated burst pressure. The device was able to inflate, hold pressure, and deploy the stent without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported leak.